Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the recommended replacement time (rrt) for the associated ICD was reached in (B)(6) 2020. However, no remote monitoring alert was transmitted with the subject home monitor. Preliminary analysis results showed that the alert could only be transmitted on (B)(6)2020 most probably due to an intermittent hardware issue with the rtc module, used to set up the time in the device.

Event description:
Reportedly, the recommended replacement time (rrt) for the associated ICD was reached in (B)(6) 2020. However, no remote monitoring alert was transmitted with the subject home monitor. Preliminary analysis results showed that the alert could only be transmitted on (B)(6) 2020 most probably due to an intermittent hardware issue with the rtc module, used to set up the time in the device.